Event description:
The clinician reported that on the day the dental implant was placed, in ada 30 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: primary stability was not achieved. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: abscess. No further patient complications were reported.